Event description:
It was reported that during an implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) the left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. The sales representative also inquired about universal tool contacts. Additional information was requested from the sales representative however, no new information was obtained regarding this event. The available information suggests the lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) the left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. The sales representative also inquired about universal tool contacts. Additional information was requested from the sales representative however, no new information was obtained regarding this event. The available information suggests the lv lead remains in service. No adverse patient effects were reported.